Manufacturer narrative:
(B)(4) from the pictures provided it was not possible to be confirmed failure mode reported as misfire/jamming - staples not firing. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35r 6/box lot# 73j2100805 investigation did not show issues related to the complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that stapler not on firing. There was no harm to the patient and a new stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that stapler not on firing. There was no harm to the patient and a new stapler was used.